Event description:
The customer reported that prior to use on a patient, they observed that upon initial power up of the iabp, they received an electrical test failure code #52 (drive transducer offset failure). No patient was involved.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He verified entries in the fault log on 05/09/2013, so as a precautionary measure, the pressure transducer (part number 0682-00-0076-01) was replaced. The iabp was calibrated tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).